Manufacturer narrative:
Correction: the manufacturer has determined there is no potential for this issue of the md report system not showing images to cause or contribute to an adverse event.

Manufacturer narrative:
To resolve the problem, olympus technical support provided troubleshooting action recommendations the reporter via the phone. Follow up communication attempts were made to confirm resolution with no response from the reporter. The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video signal from the olympus, model cv-190, evis exera iii video system center could be seen by a non-olympus procedure documentation system (md reports). As reported to olympus, a signal was seen on a monitor connected directly to the olympus, model cv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.